Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, high out of range lead impendence was observed. It was also noted that the guidewire could not completely be inserted into the lead. The lead was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of high lead impedance was not confirmed. The reported event of stylet could not be inserted was confirmed and the event was isolated to the blood clogging the inner coil consistent with procedure.